Event description:
It was reported that a user experienced an inability to see the device display, consistent with screen visibility or display readability concern on the ilet bionic pancreas. Symptoms included no clinical symptoms reported by the user. Outcomes included no impact to health or activities reported. Investigation included user education and basic troubleshooting with no alerts or alarms observed. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that, based on previously established findings for similar reports, the event was nonserious with an undetermined root cause based on the available information.